Event description:
It was reported that the device was in backup vvi mode while in the box. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of backup vvi was confirmed in the laboratory. The device was removed from backup vvi and tested with temperature cycling and was found in backup vvi again. The backup vvi was believed to be due to exposure to cold temperatures.